Manufacturer narrative:
(B)(4). The device was received and the visual inspection was unable to verify the reported condition. The device was received in its entirety per product specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the roller clamp is missing from their buretrol administration set. There was no patient involved in this event. No additional information is available.